Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(4).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue. It was reported that the battery compartment was damaged. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: - device evaluation: the pump has been returned and evaluated by product analysis on 06/22/2015 with the following findings: during investigation, a visual inspection of the pump revealed that the battery compartment was cracked. Unrelated to the complaint, the battery cap threads were found to be damaged/striped. The cap was able to tighten securely to the pump. Also unrelated to the complaint, investigation revealed a dim, fading, discolored display.